Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic, interrogation revealed an alert for possible output circuit damage and the device was found in reset mode since last year. Therapy had not been delivered due to possible output circuit damage and device reset. Some misclassified ventricular tachycardia episodes indicated lead noise. A decline in pacing lead impedance was observed. System replacement was recommended. The patient was kept at the nursing home and is in stable condition. No further information is available.